Event description:
It was reported that while in use on a patient, the warning lamp of this e360 ventilator turned on and ventilation stopped with a beeping sound. The patient's oxygen saturation (spo2) was at 80%, but immediately recovered by means of measures without any injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section e4 section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of parts returned: method code (annex a) remove b17 and add b01, b15 and b24 result code (annex c) remove c20 and add c02 and c13 conclusion code (annex c) remove d15 and add d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the warning lamp of this e360 ventilator turned on and ventilation stopped with a beeping sound. Based on the review of the logs, it was confirmed that the ventilation stopped. It was informed that third-party service provider tokibo (tkb) performed the evaluation and replaced the main board. The unit was informed to be functional after part replacement. Review of the image/ video verified the device was displaying a controller microprocessor error, which confirms the reported ventilation stopped and alarmed at the time of the event. One e360 main board was received for evaluation and installed with the test device, allowed to ventilate for approximately 100 hours and the system remained powered on. No malfunction or product deficiency was observed. Although the main board was replaced, the returned component was tested satisfactorily. Based on the information available a likely cause of the ventilation stopped with a beeping sound could be an intermittent control microprocessor error on the main board. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.